Event description:
It is reported that a customer received a no delivery alarm on their insulin pump caused by a bent cannula. The patient's blood glucose level was 247 mg/dl at the time of the call. The customer stated that the issue was resolved with a complete infusion and reservoir set change. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.